Event description:
Device malfunction: device stuck. Time of device malfunction: after procedure. Symptoms/ae: none. It was reported that a physician in training attempted arteriotomy closure of the left femoral artery after an interventional procedure with a starclose device. The device became stuck in the tissue track. The physician felt his positioning angle of the device in the tissue track was incorrect, and when he pulled it, the device came out. The physician stated that he did not feel there was a device malfunction as much as having the device at an incorrect angle when firing. The physician also felt that the pt being very obese was a contributing factor to the device becoming stuck in the tissue track. The device was removed from the pt and hemostasis was achieved using manual compression. There were no reported adverse pt sequelae. No additional information available.

Manufacturer narrative:
The device was received. Investigation is not complete. Results and conclusions will be forwarded upon completion.